Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The insertion site was the abdomen. Patient also experienced high blood glucose level at the time of the event and patient took multiple daily injection to resolve the issue.

Manufacturer narrative:
Initial 1 of 2. E1: name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.